Event description:
Customer reported the alarm is broken. Customer did not provide a date when discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm that the unit is broken. There is however, battery leakage residue inside the battery compartment wall. No visible residue on the battery door contacts or on battery springs. The unit powers up and passes all functional tests. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).